Event description:
Additional information indicated that directly after implantation the stimulation was ok and the status of the patient was ¿ok.¿

Manufacturer narrative:
Analysis of lead 3387-28 ln: 0208391159 found no significant anomalies. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported that after the lead was implanted, the physician checked the impedances and found that all contacts had high impedances. The physician replaced the lead without using the stereotactic frame. This resolved the issue. There were no patient symptoms or complications associated with the event and the patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Product ID: 3550-07, lot# unknown, product type: screening device. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.